Event description:
Adverse event(s): "the cases were delayed 2 hours" (surgical procedure, delayed). Product problem(s): "system message displayed during set-up" (device displays error message). The nurse reported a system message displayed during set-up. The company service representative was called to service the system. The cases were delayed 2 hours. No patients were prepped. No cases were canceled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and sent for in-house evaluation. Preventative maintenance was performed. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).